Event description:
It was reported that during a da vinci-assisted surgical procedure, errors occurred with the universal surgical manipulator (usm) 2 when attempting to install the sterile adapter part of the drape on the usm2 carriage, causing the arm leds to turn amber. The customer attempted to resolve the issue by replacing the drape and performing a hard reboot and emergency power off on the system, but these actions did not result in any change. The procedure continued using arms 1, 3, and 4 before further assistance was sought. The procedure was completing as planned with no patient harm, adverse outcome, or injury. There was no reported delay in the procedure.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The field service engineer (fse) replaced the universal surgical manipulator (usm). An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the reported complaint " universal surgical manipulator (usm) is not recognizing the drape". In logs, no data was found to indicate that the fault had occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the usm failed the instruments test indicating instrument not recognized, replicating the reported event. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the presence pins and axes controller carriage instrument board (acci) were verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the presence pins and acci were found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.